Event description:
It was reported that "torn product found while connecting breathing circuit to air way". No additional information provided at time of report. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "torn product found while connecting breathing curcuit to air way". No additional information provided at time of report. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn at the connector area. A device history record review was performed on a potential lot number reported by the customer (lot #kmh21j0110) and no relevant findings were identified. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the defect part was supplied by our supplier." A non-conformance was opened to address this issue.